Event description:
String broke and tampon stayed inside- vagina [foreign body in reproductive tract]. String broke [device breakage]. Case narrative: consumer reported via phone that the string broke and the tampon stayed inside. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.